Manufacturer narrative:
Device is a combination product. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damaged occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 2.25 x 38 synergy¿ drug eluting stent was advanced but failed to cross the lesion. Additional predilation was performed but still the synergy¿ stent failed to cross the lesion. The device was removed and it was noted that the stent was lifted up. The procedure was completed with the deployment of 2 short size synergy¿ stents. No patient complications were reported and the patient's status was stable.